Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) initially activated, then stopped working after about 3 seconds. The pa tried again and the same thing happened. Tried shutting everything off, then on again and the power supply did work. After a few burns, it would shut off again. When questioned about the auto shut-off, the pa recalled that there was not enough burn time to initiate the shut-off. Case was completed using a different generator. No injury reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2023. An investigation was conducted on 06/28/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the power supply and the returned cable. An electrical evaluation was conducted. The returned power cord was plugged into the device and the device was switched on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, vasoview hemopro 2 device, and the returned power cord and power supply vh-3010 at level 3.0. The device did passed the pre-cautery test. It did produce visible steam and heat during ten (10) 3-second activations. A tone was audible from the power supply upon activation. The process was repeated using a reference power cord and produced the same results. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.